Event description:
It was reported that there was an alert for an out of range shock impedance measurement of greater than 125 ohms for this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed troubleshooting options with the field representative. The patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.